Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The water function specify water flow, natural air supply volume, water contact / water removal, and air function specify air flow failed due to a clogged air/water channel. Three (3) light guide rod lens, one (1) light guide lens glue, the charge-coupled device lens, and the charge-coupled device lens glue were chipped. The plastic distal end cover had a sharp edge (snag). The bending section over glue was chipped/porous. The connecting tube and universal cord had a scratch. The paint was peeling off the suction cylinder nut. The connector plug unit had damaged housing. The specified angle and orientation were achieved for the up/down/right/left, but repair was recommended. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope had no air/water flow because the air/water channel was clogged (channel four (4) in the disinfection machine). No patient injury reported. The scope had just been returned from repair. During the evaluation of the device, it was noted the nozzle was clogged due to incorrect or insufficient reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged due to incorrect or insufficient reprocessing noted at estimation. This complaint is related to patient identifier (B)(6) (evis exera iii colonovideoscope, cf-hq190l).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the ke (glue) adhering to the air/water (a/w) nozzle is likely due to inappropriate repair work. Olympus will continue to monitor field performance for this device.